Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was intermittently inaccurate. Reportedly, the customer adjusted the pump time to be accurate. There was no reported impact to customer's blood glucose level. Although requested, the customer did not upload pump data for review, and customer declined further troubleshooting with tandem technical support.